Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found customer reported that the grasping tip was broken off. It was determined that the customer complaint was related to a broken molded insulator on the instrument jaw. The broken piece, measuring approximately 19.63 mm, was not returned with the instrument, and the grip base showed no signs of bending. Additionally, failure analysis identified a conductor wire broken inside the bipolar yaw pulley, between the grip wire crimp and the silicone potting. The instrument failed electrical continuity testing, confirming a complete wire break, and no thermal damage was observed. The complaint was confirmed by failure analysis. The probable root cause of the failure mode broken molded insulator and detached fragment is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument's grasping tip broke off. There was no report of patient involvement.